Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's reported problem was not observed during the review of device data logs. However, the device was put through extensive testing such as stress testing without duplicating the problem. An internal inspection of the found no discrepancies. Therefore, the battery pins were replaced as a precaution to ensure battery detection. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.